Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had power loss alarm. Customer's blood glucose level was unknown. The customer stated that troubleshooting was not performed for the power loss alarm as customer lost the battery cap. Customer reported that the insulin pump was beeping. Customer states that she keeps entering a new battery into the pump and she keeps getting the alarm. The insulin pump will not be returned for the analysis.